Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) to evaluate a dry acid mixer that experienced a fluid leak from the polyvinyl chloride (pvc) pipes. The fst found when the water tank filled during heat disinfection that the high temperature caused the pvc piping to distort and melt. Replacement parts were ordered. A second fst came onsite upon arrival of the parts to complete the repair. The mixer passed functional testing. Additional information was obtained during follow-up with the user facility biomed and facility administrator (fa). The mixer remained out of service until the repair was completed. Jugs were manually filled while the machine remained out of use. There was no observed burning smell, smoke, spark, flame, or arcing. There was no personal harm to any patients or individuals as a result of the malfunction. It was confirmed that the machine is plugged into a hospital-grade ground-fault circuit interrupter (gfci) outlet. The parts were discarded and are not available to be returned to the manufacturer for physical evaluation.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) to evaluate a dry acid mixer that experienced a fluid leak from the polyvinyl chloride (pvc) pipes. The fst found when the water tank filled during heat disinfection that the high temperature caused the pvc piping to distort and melt. Replacement parts were ordered. A second fst came onsite upon arrival of the parts to complete the repair. The mixer passed functional testing. Additional information was obtained during follow-up with the user facility biomed and facility administrator (fa). The mixer remained out of service until the repair was completed. Jugs were manually filled while the machine remained out of use. There was no observed burning smell, smoke, spark, flame, or arcing. There was no personal harm to any patients or individuals as a result of the malfunction. It was confirmed that the machine is plugged into a hospital-grade ground-fault circuit interrupter (gfci) outlet. The parts were discarded and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However the complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.